Event description:
During a pci procedure, removal difficulties were encountered. The lesion being treated was calcified, 90% stenotic lesion located at the bifurcation of a tortuous proximal left circumflex (lcx) coronary artery. The physician had successfully predilated the lesion using a cutting balloon and inserted the express2 monorail coronary stent delivery system. Physician felt that hte stent was hung up at the bifurcation and might detach from the balloon catheter and, therefore, he pulled back the express2 monorail coronary stent delivery system at the place of the guide catheter. The cine image showed the stent and the ballon catheter markers were not in the correct position. The physician then attempted to withdraw all devices using the guide catheter and the stent became stuck at the sheath and the shaft was unable to be removed. The physician then cut the shaft and called in a surgeon who cut through on the radial artery and removed the shaft, balloon catheter, and stent. A bmv guidewire and a launcher guide catheter were used in the procedure. No pt injuries were reported. Pt status is reported as 'stable'.